Event description:
It was reported that a dissection occurred, the patient was diagnosed with small vessel disease (svd) in the proximal to mid left anterior descending artery (lad). The 80% stenosed target lesion was located in the mildly calcified and mildly tortuous lad. A percutaneous transluminal coronary angioplasty was performed on the lad. Following predilation, the 2.50 x 32 synergy stent was inflated and fully deployed was deployed at the proximal to mid lad. Following deployment, a distal edge dissection was noted. A 2.25 x 16 synergy stent was deployed to cover the dissection and successfully complete the procedure. No further patient complications were reported in relation to this event.